Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the day following the valve implant a beta-blocker was prescribed as an anti-arrhythmic.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs (lot: 0012449273); product type: 0195-heart valves/delivery catheter system; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the annular implant of a transcatheter bioprosthetic pulmonary valve intermittent premature ventricular contractions (pvc) and non-sustained ventricular tachycardia was observed on telemetry. Unspecified medication was required. The day following the valve implant holter monitoring identified 939 pvcs, 111 couplets, and 5 runs of a ventricular rhythm with longest lasting 4 beats. The event resolved approximately 1 month following the valve implant. The physician indicated the event was causal to the valve.